Event description:
It was reported that this right ventricular (rv) lead exhibited a high pace lead impedance measurement. Additionally, there was a sensing issue. Subsequently, this lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.